Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at (B)(4). General information: complaint: (B)(4). Information to the sample: 2.1 model: infusomat space, 2.2 article number: 8713050, 2.3 serial number/batch: 599686, 2.4 software version: n030004, 2.5 hours of operation: 10866 h, 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analysed. The history files at 2022-06-17 were investigated. At 01:11 am a spaceline was inserted. A moment later the vtbi was set to 400ml, and the time was set to a value of 00:30 hours. The infusion was started at 01:13 am. The infusion was stopped at 01:38 am by an upstream alarm. The reason for this alarm could not clarified. Furthermore, there are no anomalies in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage can be located. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,51 bar (should be: 0,1-0,7 bar), pressure stage 5: is: 0,81 bar (should be: 0,4-1,0 bar), pressure stage 9: is: 1,15 bar (should be: 0,8-1,4 bar), the mechanical pressure cut-off was checked: pmax: is: 2,17 bar (should be: 1,8-2,5 bar), pmin: is: 1,69 bar (should be: >1,5 bar), safety clamp was checked: pmin: is: 1,84 bar (should be: >1,0 bar), the device matches the required values and standards. All measured values are within our specification. 2.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,23%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". According to the customer: under infused , set to deliver 400ml/hr and delivered 260ml in an hour. Reporter is returning the device and asked that b. Braun investigates the issue reported, provide logs etc. Reporter requested if possible can these be turn around in next week or so. Additional information received: mannitol was being infused. The issue occurred in ICU and an ICU nurse was using the product. Was there any patient injury / harm? - information not available.